Event description:
It was reported to philips that the system shut down and the uninterruptible power supply was beeping. The system was then unable to boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnostic coronary procedure was performed when the issue happened. The procedure was completed with delays of less than 20 min by using another system. A philips field service engineer inspected the system onsite and confirmed the reported problem. Upon troubleshooting, fse found a beeping noise and smell from the faulty ups, with a defective controller upon inspection. Ups was temporarily bypassed from the mains supply for the x-ray system. Philips warns that some internal components of the 1 phase ups may fail, leading to a complete power loss and unexpected shutdown. Philips has initiated c&r 2024-igt-bst-009 regarding ups issues, instructing to bypass the 1 phase ups to prevent future occurrences. After bypassing the ups, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.